Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the patient's daughter reported that the patient suspended pump insulin delivery during a manic episode, resulting in elevated blood glucose levels. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient was hospitalized for elevated blood glucose levels, leg wounds, a manic episode and incoherence.